Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer is unable to open the battery compartment. Device was bumped or dropped. Blood glucose value is 6.0 mmol/l. Nothing further reported.